Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2008 with complaint of fever and chills during her chemotherapy. On (B)(6) 2008, her blood cultures returned positive for serratia marcescens.